Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the screw did not sit correctly and did not hold the scarf osteotomy in place correctly. The patient will need to undergo a revision surgery.